Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's orange shone through the protective casing. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument with an alleged issue and completed the device evaluation. The monopolar curved scissors instrument was evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer reported complaint. The instrument was found to have a visible surface scratch/abrasive mark on the proximal end of the tube extension. Tube extension scratch marks measured roughly from 0.02" to 0.14" in length.